Event description:
Revision surgery - pt presented with infection in the knee and during I & d, surgeon discovered wear on insert and patella. Went back in two days later to revise those two components.